Event description:
A customer reported after implanting a glaucoma filtration device, the device was 'clogged'. The device was removed during the initial procedure and a backup was used to complete the procedure. A completed questionnaire was received from the nurse who stated that the surgeon felt the device was in the wrong place. The surgeon did not want to move it because there was bleeding in the eye. The surgeon did not want to reinsert the device as he was concerned it would be plugged. The original device was removed and replaced with a backup device.

Manufacturer narrative:
Additional information: during initial inner illumination the device's lumen was found to be blocked. After cleaning the shunt, the blockage was removed. Device history records (DHR) were reviewed, no abnormalities were found and the product was released according to approved releasing criteria. During production, 100% final inspection is being performed on the entire batch, including inner illumination. If such a defect had been noticed during the inspection, the product would have been rejected immediately. Having said that and in light of the report description, one may conclude, that the blockage was formed during the implantation procedure. The root cause is external - related to patient condition / non-product factors, however, the blockage could have been caused by many different reasons during and after the clinical procedure. The blockage does not seem to be product related since after cleaning the blockage was removed and lumen openings were seen on both sides of the restriction unit. Therefore, there is no evidence for an inherent defect that might have caused the event, and the root cause is seem to be external - related to patient condition / non-product factors. (B)(4).

Manufacturer narrative:
Evaluation summary:no sample was returned, therefore, the condition of the product could not be verified and visual inspection cannot be performed. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to approved release criteria. Attempts have been made to obtain additional information by phone and e-mail. A completed questionnaire was received on 03/26/2015. (B)(4).